Event description:
It was reported that a customer experienced no flow through a one-link non-dehp extension set. This occurred during infusion with an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and functional flow testing was performed. During the functional flow testing the device failed to flow during priming. A microscopic inspection identified that the female luer was solvent blocked. The cause of the solvent block could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.